Manufacturer narrative:
Additional information: b5, d10 date, h6 (update codes), h11. Correction: d4 UDI #. H11: a review of the event history log identified that the drug piperacillin-tazobactam was selected as secondary infusion with rate 100 ml/hr for vtbi of 200 ml; the pump was stopped and powered off/on a few times throughout therapy. Additionally, there is a pausing of more than 12 hours with the tube loaded. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) failed to infuse. The pump ran as if the secondary was done and switched over to the primary line; however, there was 100ml of actual volume left in the bag. The pump was set up with piperacillin-tazobactam 4.5 g in sodium chloride 0.9% 100 ml intravenous piggy back (ivpb). Secondary infusion rate 200 ml/hr, volume to be infused (vtbi) 100 ml vtbi on pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.